Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has not received the endoscope for evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the image was upside down and yellow. The site had not docked yet. The site used back up endoscope to resolve the orientation issue, but the image was still yellow. Tse advised site to do hard power cycle the vision side cart (vsc). Site agreed to do so between cases. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The instrument was analyzed and upon visual inspection, found dual camera interface board (dcib) is filthy which is causing the reported failure. In log review, the error: 48275 ec health monitoring generated a warning code: "unknown" / scope sn: not available or not connected / error class 8. 48274 camera error, color calibration mismatch - a camera color calibration compatible with the current system configuration was not found confirming the fault occurred in the field. The unit was installed and tested into a golden printed circuit assembly (pca) system where the component functioned as expected. As a result of these findings, failure analysis was able to conclude that the light engine and dcib was found to be the root cause of the reported failure.